Manufacturer narrative:
The patient was treated with fluids and IV insulin at emergency department and was discharged on the same day. The patient is doing much better.

Event description:
On jan 30th 2020, senseonics was made aware of an adverse event that user experienced hyperglycemia and advised by the hcp's office to visit the emergency department.